Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a cubie malfunction. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was malfunctioned. A field service engineer (fse) logged into hardware test application and ran diagnostics and removed the old cubies from the leafy side and the last row to access the row board cable. The fse then powered off the station and disconnected the row board cable from both the drawer controller board and the row boards for inspection. The fse found areas with scrapes and possible cuts and then replaced the row board cable, reconnected it, closed the drawer, reattached the bus cable, replaced covers, and reinserted the cubies. The fse then powered the station back on, logged into hta, and ran diagnostics. Upon ejecting the cubies, found an object laid across one of the row board contacts, which was removed. Ran diagnostics again and had the customer log in to test the previously failed cubies. During preventative maintenance, fse found that auxiliary cabinet drawer 3.2 was hard to close. The fse removed the back panel, manually opened the drawer, inspected the rails, and found that the rails could not be replaced and informed the customer that a complete drawer replacement was needed and would order a replacement drawer for delivery to the facility. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a cubie malfunction. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.